Manufacturer narrative:
The fenestrated 350mm johann forceps (cev405) was returned for evaluation: evaluation of the fenestrated 350mm johann forceps verified the complaint reported by the customer as valid. The lower part of the jaw was broken and the upper part of the sheath was damaged. After investigation, there was no manufacturing defect found. The most likely cause is that the instrument has undergone normal wear and tear after 7 years of use. Repeated use of the instrument and the high stresses applied during handling, repeated reposing and also if it's used with a trocar with sharp edges may create a crack on the lower part of the jaw which subsequently breaks. On the instructions for use (IFU) supplied with the instrument, it is clearly stated that the trocar must be inspected for sharpness before use, and also the general condition of the instrument must be inspected before any operation.

Event description:
N/a.

Event description:
A facility reported that the ring between the jaw and guide became loose and fell into the patient when removing the fenestrated 350mm johann forceps (cev405) from the trocar. It was later reported that introduction of the forceps into the trocar was stopped immediately as the end of the forceps was defective. They forceps was removed from the trocar and another device was used. An abdominal radiography was performed to check that the missing broken part was not in the patient. There was no patient injury; however, there was an hour increase in surgery time.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.